Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's atrial lead had low pacing impedance and was undersensing. The lead was deactivated and left implanted. The patient was stable throughout.